Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit & hemaglobin results on a (B)(6) male patient with shortness of breath. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The customer states that the patient was retested several days later and the result was consistent with the patient's clinical picture with a result of 33.3% with the I-stat result of 26%. The customer also communicated that the patient was deceased, stating that I-stat did not cause or contribute to the patient's demise. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/25/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.